Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose displayed as "high"; however, specific value was not provided. The customer addressed elevated bg level via a manual injection. Technical support advised cleaning the speaker holes with a brush and cloth, and the customer reset the pump and reloaded the current cartridge, receiving best practice tips to avoid future altitude alarms.